Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant the right atrial (ra) lead exhibited an atrial lead position check failure. The ra lead remains in use. It was reported that the implantable pulse generator (ipg) subsequently was ¿not working appropriately" and exhibited no pacer spikes. The ipg remains in use. No patient complications have been reported as a result of this event.